Event description:
A patient reported in a back to back testing session, their surestep meter read blood glucose levels of 71 mg/dl and 110 mg/dl (27% difference). Tests were done 5 minutes apart. No symptoms were reported. Pt reported white spots on the confirmation dot of the test strips. Control solution test results was within range. Unable to contact pt for further information. Letter was sent to pt requesting that the pt contact lfs. No allegations of harm have been made.